Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the system error 2240 was use error. There was no reported device malfunction; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided; therefore, no batch review could be performed.

Event description:
A customer contacted global technical service (gts) regarding a system error 2367 during dwell 4 of 5. The home patient (hp) cleared the alarm. The technical service representative (tsr) reviewed the alarm log and found system error 2240. The hp had two bags connected. An unused clamp was left open. The tsr cleared the alarm and the hp will complete therapy with manual supplies. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect prior to the alarm or observed air. All bags were properly connected. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. There was no serious injury or medical intervention reported.